Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, an unexpected drop in delivered ino concentration occurred. According to the hospital's report, nursing staff have been switching the dose selection valve to manual mode when checking the neopuff at the beginning of their shifts, despite being instructed not to use the manual override for this task. It was reported that the device was inadvertently switched into manual mode, during which the monitored ino concentration dropped to 0 ppm. A transient drop in the patient's oxygen saturation was observed during the event, prompting manual ventilation. The patient recovered to baseline oxygen saturation after the device was returned to normal operating mode. No lasting adverse effects were reported.

Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with established service and test procedures. The evaluation confirmed that gas delivery accuracy, monitoring performance, and all other functional checks relevant to the complaint were within manufacturer specifications. Based on the device evaluation and the information provided by the hospital, the investigation determined that the most likely cause of the reported event was user error. Specifically, when a device is switch to manual mode from intelligent mode, the sampling line and dose delivery points also need to be adjusted on the device. In this case, this did not happen and as a result the monitored nitric oxide concentration dropping to 0 ppm. The user did not use the device consistent with the labeling for placing the device in manual mode. Following the event, retraining was provided to the clinical rt staff on proper device operation. A review of complaint history for this event indicated that the occurrence rate remains within established control limits.